Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation in a clinical study. It was reported that the patient had terrible worsening of urinary symptoms recently and on the day of the event, voided 4 x in the last hour. The patient couldn't feel the device and was very discouraged. The device was interrogated and found to be off; it was noted that this could explain the patient¿s symptoms. The device was turned on and placed on 1.3 on program 3 with penoscrotal tapping noted. On (B)(6)2012, it was noted that after turning up the device, the patient did improve during the daytime, but still voided hourly at night. It was noted they could not get the device up beyond 1.2. The patient was sleeping now with a condom cath. On (B)(6) 2013, it was noted that the symptoms were ongoing. It was reported that the event was possibly related to the device or therapy, and not to the implant procedure. The event resolved without sequelae on (B)(6) 2013. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the clinical diagnosis was frequency and nocturia. It was noted that the nocturia symptoms were ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no device was explanted as a result of this event. Troubleshooting performed to resolve the inability to get the therapy up beyond 1.2 included reprogramming on (B)(4) 2012. It was noted that the cause of the inability to get the therapy up beyond 1.2 was not determined. No further complications were reported/anticipated.